Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing with the rest of the severed driveline not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were also not returned. No depositions were found inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the clinic with elevated lactate dehydrogenase and signs of hemolysis. The patient has a history of not taking anticoagulation medication properly. On (B)(6) 2016, the patient¿s pump was exchanged. No additional information was provided.